Manufacturer narrative:
Correction to g3: aware date was submitted as 14/feb/2024. However, the correct aware date should be 2/feb/2024.

Event description:
Healthcare professional reported a xen®45 gts implantation in left eye. On pod154, stent eroded through the conjunctiva. Surgery was performed the same day, stent was removed and large bandage lens was applied.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen®45 gts implantation in left eye. Postoperatively on unknown date, stent eroded through the conjunctiva. On pod154, device has been explanted.

Event description:
Device has been discarded. Surgery was performed the same day, stent was removed and large bandage lens was applied.